Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex with shield technology stent distal end failed to open, was deformed, and frayed. The patient was undergoing surgery for treatment of an unruptured, saccular, giant aneurysm of the left ophthalmic artery with a max diameter of 25 mm and a 12 mm neck diameter. The landing zone arterial diameter was 4.2 mm distally and 4.9 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure was reported as normal. The operator advanced the phenom 27 microcatheter over the guidewire to the m2 segment of the middle cerebral artery and delivered the ped2-500-20 stent to the straight m1 segment of the middle cerebral artery. The operator slowly pushed the stent while withdrawing the microcatheter to deploy about 10 mm of the stent, but the distal end of the stent failed to open. The stent body near the proximal end could open, but only partially, to about 50%, while the far distal tip remained unable to open. The navien catheter remained in the posterior bend of c4 throughout, providing good support. The operator attempted to recapture and redeploy the stent twice, but the distal end still failed to open. Suspecting damage to the distal end of the stent, the operator withdrew the entire system from the patient and found that the ped2-500-20 stent was deformed and frayed. It was replaced with a ped2-500-18 stent. The microcatheter was not replaced, and the procedure was completed successfully. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). The pipeline was not positioned in a bend, had been deployed less than 50% when it failed to open, and was resheathed less than or equal to 2 times. No additional steps or other devices were required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcathter. Ancillary devices included 0.014 215 cm neuro guidewire (juhui), 8f guiding catheter, navien 5f 115cm intermediate catheter, phenom27 microcatheter.